Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, posterior prolapse, and pre-existing flail. A steerable guide catheter (sgc) and a mitraclip xt were inserted. However, while applying the plus button on the sgc to correct the aortic hug, the plus knob did not achieve the desired deflection of the sgc, and could not release the aortic hug. While using the mitraclip xt to capture the posterior leaflet, independent capture function was used to capture more of the posterior leaflet. However, while attempting to capture the posterior leaflet using the independent capture function for the third time, the gripper of the posterior leaflet could not be lowered. Due to insufficient puncture height, the clip could not retract into the left atrium. It was noted that gripper likely became caught on the leaflet, a new tendon rupture was observed, and the clip was unable to be removed. Therefore, the clip was implanted where it was stuck, attached to both leatlets. The procedure was discontinued. No additional clips were implanted, and the mr was reduced to 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue and entrapment of device (clip caught on leaflet) could not be replicated in a testing environment due to the condition of the returned device (clip was deployed) and due to patient or procedural /operational circumstances, respectively. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported entrapment of device (clip caught on leaflet) appears to be related to procedural condition (insufficient puncture height). The reported patient effect of tissue injury appears to be related to the entrapment of device. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed where it was caught. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, posterior prolapse, and pre-existing flail. A steerable guide catheter (sgc) and a mitraclip xt were inserted. However, while applying the plus button on the sgc to correct the aortic hug, the plus knob did not achieve the desired deflection of the sgc, and could not release the aortic hug. While using the mitraclip xt to capture the posterior leaflet, independent capture function was used to capture more of the posterior leaflet. However, while attempting to capture the posterior leaflet using the independent capture function for the third time, the gripper of the posterior leaflet could not be lowered. Due to insufficient puncture height, the clip could not retract into the left atrium. It was noted that gripper likely became caught on the leaflet, a new tendon rupture was observed, and the clip was unable to be removed. Therefore, the clip was implanted where it was stuck, attached to both leatlets. The procedure was discontinued. No additional clips were implanted, and the mr was reduced to 3+. There was no clinically significant delay in the procedure.